Event description:
A pt called to report that meter would not power on. Pt was feeling sleepy. Ccr checked the batteries with pt over the phone and meter still has no power. Ccr is replacing the meter.